Event description:
It was reported that on (B)(6) 2019 at around 1 pm, the infusion therapy team attended the pediatric clinical ICU to pass the catheter mentioned newborn for the use of prolonged antibiotic therapy. The procedure was initiated, a single puncture successfully on the first attempt in the brachial vein and with good blood reflux. The catheter was salinized (no changes were observed due to the lack of pressure in the catheter, making it difficult to identify the damaged area), the catheter was cut at the 18cm mark, the same saline was introduced in the patient's venous network that, due to the pressure differential, it was possible to observe and detect the damaged catheter (showing leak). A new catheter from the same batch was used and presented the same problem. Therefore, a new puncture attempt was made with a third catheter from the same lot, but without success. Then, to perform the infusional therapy, a competitor's central catheter was used. 2/4/2020 - additional information: there was no damage to the patient/health professional. The customer has passed by a procedure with central catheter. The third catheter has not thread in the new puncture and the doctor choose the central catheter. This report addresses the second device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed. One two 2 fr per-q-cath plus catheters were returned for evaluation. An initial visual observation showed a small amount of use residue on both samples. One catheter was measured to be approximately 10.6 cm long and the other was measured to be approximately 9.5 cm long. Both samples were flushed and pressurized with a 12 ml syringe of water. A small leak was observed near the 0 cm depth marker of the longer catheter sample, and multiple weeping leaks were observed just distal to the strain relieve of the shorter catheter sample. A microscopic observation revealed one small split in the longer catheter sample and many small, mostly diagonal splits as well as a relatively large, jagged hole in the shorter catheter sample. The edges of the splits appeared to be rough, but mostly straight. Inspection of the interior walls of the catheter samples revealed additional damage at the corners of the splits in each sample, and the hole in the shorter catheter sample was found to be superficial with some material appearing to be missing from this location. The location and number of splits observed in the catheters as well as the additional damage observed within the catheters suggest the samples were damaged by the internal stiffening stylet during use, possibly due to the catheter bunching up during removal of the stylet. This can be caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0329 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2019 at around 1 pm, the infusion therapy team attended the pediatric clinical ICU to pass the catheter mentioned newborn for the use of prolonged antibiotic therapy. The procedure was initiated, a single puncture successfully on the first attempt in the brachial vein and with good blood reflux. The catheter was salinized (no changes were observed due to the lack of pressure in the catheter, making it difficult to identify the damaged area), the catheter was cut at the 18cm mark, the same saline was introduced in the patient's venous network that, due to the pressure differential, it was possible to observe and detect the damaged catheter (showing leak). A new catheter from the same batch was used and presented the same problem. Therefore, a new puncture attempt was made with a third catheter from the same lot, but without success. Then, to perform the infusional therapy, a competitor's central catheter was used. 2/4/2020 - additional information: there was no damage to the patient/health professional. The customer has passed by a procedure with central catheter. The third catheter has not thread in the new puncture and the doctor choose the central catheter. This report addresses the second device.